Event description:
It was reported that during the unpacking of an xpert stent delivery system, the outer protective sheath appeared shifted slightly. Although the sheath was shifted, the stent struts did not partially or fully deploy. The xpert sds was set aside and another xpert sds was used for the procedure successfully. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided. The returned device revealed that the stent was prematurely deployed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.